Manufacturer narrative:
The device was received by depuy synthes. The device is currently undergoing evaluation. Once the evaluation has been completed or if additional information is received, a supplemental MDR will sent. Ref: (B)(4).

Event description:
Report received from the USA stating that the neuro tip was damaged on the device. It is unk if the device was being used during surgery. It is unk if injury or medical intervention occurred. There was no additional information provided.